Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris texium smartsite low sorbing secondary set was missing a component the following information was received by the initial reporter with the following verbatim it was reported by customer that missing a roller clamp.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of missing a roller clamp could not be verified due to the product not being returned for failure investigation. A device history record review for material# 70001b-07t and lot# 24049266 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was received.